Event description:
It was reported that three fibers broke during the procedure. The procedure was completed with another device. There were no patient complications. This complaint refers to the first fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified a fiber body break close to the connector, confirming the reported event. Burn marks were detected on the connector face. Burn marks on a connector face can be caused by prolong use of the device and/or the blast shield being damaged. In addition, the aim beam can become misaligned and may overheat the connector. A cracking noise was heard, indicating blast shield damage. It is likely that the interaction between the blast shield and fiber may have led to overheating, ultimately causing the burning on the connector face. Thus, leading to the fiber break that was observed near the connector. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that three fibers broke during the procedure. The procedure was completed with another device. There were no patient complications. This complaint refers to the first fiber.